Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon inflated partially and then burst at 9atm. The procedure was completed with the original device. The patient experienced bleeding/hematoma. No medical or surgical interventions were necessary. The patient's current condition is reported to be fully recovered.

Manufacturer narrative:
Device code; (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.